Event description:
During case, the product stopped working. Manufacturer response (as per reporter) for morcellator, (brand not provided)local sales rep picked up, do not have response yet.

Event description:
During case, the product stopped working. Manufacturer response (as per reporter) for morcellator, (brand not provided)local sales rep picked up, do not have response yet.